Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with the proper implantation of pelvilace to system may include, but are not limited to: postoperative hematoma, which may occur following the implant procedure. Temporary urinary retention, bladder outlet obstruction, and voiding difficulties associated with over-correction/too much tension placed on the implant. Perforation on lacerations of vessels, nerves, bladder or bowel, which may occur during needle passage. Transitory irrigation at the operative wound site, which may elicit a foreign body response that leads to inflammation, infection, or erosion at the implant site." (B)(4).

Event description:
(B)(4). The pt's attorney alleged a deficiency against the device. Additional info has been requested, but not yet received. Associated MDR's: 1018233-2013-02389 and 1018233-2013-02390.

Manufacturer narrative:
(B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced urinary frequency, urgency, and incontinence, pelvic pain, back pain, mesh erosion, and required one revision and in-office removal procedures x2. The patient reported discomfort, pain in the groin, constipation, infections, vaginal pain and bowel problems/leakage.